Event description:
In a pci procedure to 100% occluded, moderately calcified, moderately tortuous isr at middle of lad, fielder xt got stuck. Physician advanced an unknown microcatheter over the guidewire for removal of the guidewire. Upon angiogram, it was suspected some foreign material was left in the vessel, and inspection of the removed guidewire revealed it's polymer jacket was partly damaged and separated. Other guidewire was advanced to the lesion and two stents were deployed to treat the lesion. The separated fragment was held between existed and newly deployed stents.

Manufacturer narrative:
Device was not returned for manufacture's investigation. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformance that would have contributed to the reported event. Physician commented the lesion condition might have contributed to the event. The separated fragment is held between the stents, no impact is worried. It is inferred that the distal end of the guidewire would have been exposed to the force exceeding the product's design limit when it was pulled back while it's distal end was trapped in the target lesion, resulting partial damage and separation of the polymer jacket. Warning section of IFU describes; "if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being lefty inside the vessel," and "separation or breakage of the guidewire" as one of the possible complications and averse events.